Event description:
A user facility reported to olympus that, the evis lucera elite colonovideoscope had an air and water leakage. The procedure was completed with a similar device. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective and peeled with insufficient and incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the bending cover and the insertion tube to be leaking. Additionally, the evaluation found the switch to be leaking and the rubber was pierced due to handling. The light guide lens was cracked, and the angulation control knob was stiff. There was foreign material coming out from the device. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reprocessing method at facility differed from instructions for use (IFU) recommendation. A definitive root cause cannot be identified. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor the field performance of this device.